Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to the procedure, the protective sheath could not be removed from the trek dilatation catheter. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure due to device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis so the complaint was unable to be verified. The part and lot numbers were not provided, thus a manufacturing records review was not possible. A review of the complaint database was also not possible based on the product identity being unknown. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device's performance with regards to the difficulty with removing the protective sheath is most likely related to user handling prior to use. The performance of these devices will continue to be monitored.